Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided; therefore, no batch review could be performed.

Event description:
The customer contacted baxter's technical service center regarding therapy assistance, which occurred on the homechoice (hc) during fill 3 of 6. The caregiver (cg) stated that she replaced the heater bag because it was empty. The baxter technical service representative (tsr) assisted the cg with ending therapy in fill 3 and the tsr informed the cg to call baxter when assistance is needed beforehand. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.